Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. It should be noted: this meter does not give a numeric value for readings less than 20 mg/dl ("lo") or greater than 500 mg/dl ("hi"). Additionally, the customer noted she was not sure if her meter was properly calibrated. Also, a review of the meter's internal memory log revealed the meter had not been used for blood glucose testing since 2003. The readings rerouted by the customer were not found in the meter's memory.

Event description:
Customer reported receiving either a "hi" or "lo" message (not clarified in complaint) and erratic readings on her precision xtra blood glucose meter. Customer reported receiving readings of 501 mg/dl and 19 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.